Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.